Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ provisional. The customer has indicated product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument tap(s) were returned disassembled on a worn instrument claim form and that not all pieces were returned. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6; h9. The reported event can be confirmed. Visual examination of the returned tasp identified signs of use (scuffs, scratches, dings) and confirmed the complaint. Both bearings and springs were disassembled / missing and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Field actions referenced in h9 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. Medical records were not provided. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.